Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following service activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return : "unit keeps turning on and off, when on the face goes black" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 284002, supplier lot number: f15a20934, qty of lot: 23, release to warehouse date: 4/17/2015, manufacturing date: 4/1/2015, supplier: (B)(4), manufacturing site: (B)(4), any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that an fms vue pump kept on turning off and on. When the unit is on, the face will go black. This has been happening for a few weeks and now the unit will not turn on. There was no reported patient harm or delay. Another unit was used.